Manufacturer narrative:
Correction: the date of event was reported as (B)(6) 2017. The actual date of event was (B)(6) 2017. The date received by manufacturer was reported as 07/17/2017. The actual date received by manufacturer was 07/12/2017. Date of event: unknown. The date received by manufacturer has been used for this field. Date received by manufacturer: 07/12/2017.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. UDI# (B)(4).

Event description:
Foreign matter in fluid pathway of a 18 g x 1.5 in. Bd precisionglide¿ needle. No medical interventions reported.

Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. In the event that new, changed, or corrected information is obtained, a supplemental report will be filed. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode. Possible root cause: the rack of needles fell against another rack during assembly coming in contact with uncured epoxy. From the amount of epoxy on the needle, I would consider this the most probable cause. Misassembled needle with uncured epoxy came into contact with the needle in question during assembly.